Event description:
It was reported that the atrial lead had high thresholds. The decision was made by the physician at the generator change not to replace the atrial lead at that time. The atrial lead remains in use and is only being used for sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator, (B)(6) 2008; 694765 implantable tachy lead - (B)(6) 2008; 419478 implantable pacing lead, (B)(6) 2008. (B)(4).